Event description:
A report was received that alleges that the tracheostomy tube was in use with a homecare patient when the patient accidently extubated himself. It was alleged that the patient's parents were unable to reintubate and took the patient to the hospital to have to a new tracheostomy tube placed. No additional incident related medical sequela reported. No product information was provided by the reporter; product sample is not available for return and evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up detailing the results of the evaluation.